Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the catheter was returned with the distal portion of the catheter detached. The hub identified the size of the seeker catheter as .035" x 150cm. The detached portion of the catheter (segment one) measured 0.7cm from distal tip to break. The remaining catheter length was the remaining portion of the catheter. The break on the catheter was examined closer under magnification (20x) and the break was not clean with evidence of stretching and ridges. The condition of the break is indicative of excessive force used on the catheter. No other anomalies were identified. Functional/performance evaluation: due to the sample condition, no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for break as the catheter was returned in two segments. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Do not continue to use the catheter if the shaft has been kinked. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, the distal tip of the support catheter allegedly detached; rendering the device unusable. It was further reported that a pta balloon was used to complete the procedure. There was no patient involvement.